Manufacturer narrative:
Product has been requested to be received, but has not been received. Note: this report is being made based solely on the customer reported issue. (B)(4).

Event description:
Customer reported the alarm does not sound when weight is applied to the floor sensor discovered during set up. Customer did not provide the date of event. No patient incident or injury was reported.